Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user attempted to start a new dexcom g6 sensor with the ilet, but the system did not present the option to enter the transmitter serial number; after the user toggled the ilet¿s fl3+ bluetooth setting off and back on, startup completed and the user entered a blood glucose of 200 mg/dl into the pump while the sensor warmed up. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. The ilet platform recorded the event under pairing failure with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.